Manufacturer narrative:
(B)(4). Report source, foreign- event occurred in (B)(6). Device history record (DHR) was reviewed and no discrepencies were found. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay.

Event description:
It has been reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. The most probable root cause is a handling error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.